Event description:
It was reported that the 3 unspecified bd pen needle experienced no insulin flow. The following information was provided by the initial reporter: consumer stated, when taking injection, no insulin flows stated, does not prime before injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12-sep-2022. H.6. Investigation summary: customer returned (3) open 32gx4mm bd pen needles without tear drop labels attached. The customer reported that no insulin flows when taking injection. The returned samples were examined, and it was observed that 2 pen needles featured a bent non-patient end (npe) cannula, and 1 pen needle featured a broken npe cannula. No evidence of manufacturing defect was observed. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since the samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. No DHR review can be carried out as lot number is unknown. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent, npe cannula broken). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. The npe cannulas were bent or broken after the user handled the pen needles. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the 3 unspecified bd pen needle experienced no insulin flow. The following information was provided by the initial reporter: consumer stated, when taking injection, no insulin flows. Stated, does not prime before injection.

Event description:
It was reported that the 3 unspecified bd pen needle experienced no insulin flow. The following information was provided by the initial reporter: consumer stated, when taking injection, no insulin flows stated, does not prime before injection.

Manufacturer narrative:
The following fields were corrected: d10: device available for eval: no . D10: returned to manufacturer on: na. H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.